Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4). Analysis of the returned product confirmed that the anchor did not properly detach from the ascenda tool and therefore was not able to be used.

Event description:
It was reported that the anchor failed to deploy from the tool. Another 8780 was opened to retrieve another anchor and it worked well. No diagnostic testing or troubleshooting was required. The issue was reported as resolved and the patient had no symptoms or complications. The patient was reported as ¿fine.¿ this device system delivered lioresal.